Event description:
It was reported that the power cord was damaged with exposed bare wires. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer elected to perform their own repairs.

Event description:
It was reported that the power cord was damaged with exposed bare wires. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.